Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead was returned incomplete and could not be functionally tested. The outer tubing of the lead is cut but there are no visible broken wires. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an scs system consisting of an ipg, percutaneous lead, and lead extension on (B) (6) 2004. It was reported that the pt was receiving stimulation in her abdominal area rather than in her leg. An x-ray showed that the lead was positioned midline and had not migrated. It was reported that the physician removed the 8 channel percutaneous lead and replaced it with a 16 channel paddle lead. The pt is reportedly receiving much better coverage now in the appropriate location. The explanted percutaneous lead was returned to ans for analysis. No further info is available. No further issues have been reported for this pt.